Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that the display was cloudy and that there was moisture behind the display and in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 08/19/2016. The device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: during investigation, visible moisture was found in the battery compartment. The pump was opened to find moisture corrosion on the battery housing, display, and the display flex cable. The pump was powered on to a dim orange display. This finding is unrelated to the original complaint. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.